Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure there were cutting issues with the device. No patient consequences were reported.